Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited intermittent high shocking impedance measurements which are now out of range. A boston scientific technical services discussed the clinical observations with the caller and recommended further testing be performed. No adverse patient effects were reported.